Event description:
It was reported this was an arteriotomy closure of the moderately calcified common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, during placement of the two proglide sutures, a cuff miss suture retrieval issue occurred with one of the devices. The sheath was upsized to an 18f sheath and the evar procedure was completed. Hemostasis of the large hole closure was achieved with the pre-placed proglide suture and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, the following information was received: both proglide devices had resistance during advancement and the guide tubes bent. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported needle to cuff miss could not be tested as some components were not returned. The reported bend was confirmed. The difficulty to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.